Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with an injection vancomycin (2gm/ every 5 days/ intraperitoneal/ ongoing) and injection ceftazidime (1gm/ once a day/ intraperitoneal/ ongoing) and injection tobramycin (40mg/ once a day/ intraperitoneal/ ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up, it was reported that fourteen days after the antibiotics was started, they were discontinued. On an unknown date, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.